Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the customer was performing a planned treatment/non-emergency treatment. The procedure was delayed and completed by restarting. The philips field service engineer (fse) inspected the system onsite and confirmed that c-arm get stuck during procedure. Review of system log file confirmed the malfunction. Upon troubleshooting, fse found issues with dcps and replaced it. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the c-arm got stuck during a procedure. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.